Event description:
Complaint received concerning balloon inflation issues with use of 41239-06 7f td torque line catheters. It was reported that the catheter devices were successfully pre-tested and placed. At unspecified times during the procedures the catheter balloons failed to maintain inflation. The devices were removed and replaced with no further incident. These issues reported occurred intermittently over a two week period of time (03/07 - 03/20). There were no adverse pt consequences.

Manufacturer narrative:
MFR's investigation: device return - one used 41239-06 catheter was returned. Visual inspection of the "as-received" catheter recorded the catheter balloon was torn/damaged and folded over the distal end. Further eval of the balloon confirmed the balloon was intact, there were no missing pieces or fragments. Based on the visual analysis the reported catheter balloon inflation failure was confirmed. As part of the MFR's continuous improvement initiatives a multi-discipline team was initiated to perform in-depth analysis of catheter balloon inflation issues. Functional data obtained from production lots and engineering studies were reviewed. No trends / failures in performance were found. A review and analysis of raw material data was conducted. The analysis noted that new lots of the balloon material (polyisoprene) are received every 6 months, but consumption can vary based on order demands. Potential root cause: polyisoprene is continually aging, balloons manufactured with older material, when subjected to certain conditions (shipping, heat, etc.) May experience material degradation / deterioration. A detailed engineering study designed to test additional attributes of the raw materials aging properties is in progress. Balloons were manufactured and are being tested pre-sterile, post-sterile, post-thermal cycled and post-aged (60c for 13 days). As an interim measure the raw material shelf life has been changed (from 3 yrs from date of manufacture to 1 year from date of manufacture) to address any potential contributing material aging factors. Conclusion: visual analysis of the "as-received" used 41239-06 catheter confirmed the reported balloon inflation problem. The exact cause(s) of the reported product issue is unk at this time. This report and the associated data have been entered in the MFR complaint database where it is monitored and trended.